Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier prong on tip was bent and would not fire or clamp clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported the incident happened prior to the first clip application, while inside of the patient. The instrument was moving and opening, and the surgeon never mentioned a problem from his side as it would open/close, rotate and all. There was no motion when trying to clip, the clip applier would just not release the clip. When customer performed the procedure, they always had two clip appliers available to use during the procedure. Customer used the other clip applier they had for the whole case. Customer mentioned this was not the first incident with the clip appliers.